Event description:
It was reported that pump displayed malfunction message while customer was loading cartridge, and malfunction code indicated pump could not be reset. There was no reported adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump.